Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history : part: 04.005.534s, lot: 6l03509, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 11. Sep. 2019, expiry date: 01. Sep 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 04.005.534 (non-sterile), lot number: 4l10456, manufacturing site: mezzovico, release to warehouse date: 08. Apr 2019. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot 08-jul-2020 by: mschoenfeld a DHR review could not be performed for this pi. There is no record of this lot number in sap. Please confirm / correct the lot number and resubmit. A DHR review could not be performed for this pi. There is no record of this lot number in sap. Please confirm / correct the lot number and resubmit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on an unknown date in 2020, a procedure was performed to remove a 5.0 long 44mm locked screw. The screw was fractured within the patient's nail and bone and was then replaced by another screw. The screw fracture occurred after the first surgery was performed. No further information provided. Concomitant device reported: tfna nail (part # 04.037.161s, lot # h775005, quantity # 1), tfna screw perforated (part # 04.038.190s, lot # 10l8772, quantity # 1), locking screw (part # 04.005.530s, lot # 6l16723, quantity # 1), locking screw (part # 04.005.540s, lot # 6l01536, quantity # 1), locking screw (part # 04.005.550s, lot # 4l23004, quantity # 1). This report is for 1 5.0mm ti locking screw w/t25 stardrive 44mm f/im nail-ster this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected data: g1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.